Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: ricchetti, e., warrender, w., and abboud, j. (2010). Use of locking plates in the treatment of proximal humerus fractures. Journal of elbow and shoulder surgery, 19, 66-75. The purpose of this article is to describe the surgical technique of using locked plating in open reduction and internal fixation (orif) of displaced proximal humerus fractures. There were 55 patients (57 shoulders) in this study, 41 female and 14 male. Mean age was 65.5 years. Patients were at least 18 years of age, with a displaced fracture or fracture-dislocation of the proximal humerus. There were a total of 10 complications. Complications included avascular necrosis (1), fracture malunion (5), failure of fixation, defined as fracture non-union or implant failure, or fracture displacement (2), subacromial plate impingement/pain (2). The case of avascular necrosis and one case of failure of fixation required reoperation. The malunions included one 2-part fracture, three 3-part, one 4-part. This is report 1 of 1 for (B)(4). This report is for an unknown lcp proximal humerus plate. A copy of the literature article will be submitted with the medwatch.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Ricchetti, e., warrender, w., and abboud, j. (2010). Use of locking plates in the treatment of proximal humerus fractures. Journal of elbow and shoulder surgery, 19, 66-75. The report is for an unknown lcp proximal humerus plate. (B)(4): the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.